Manufacturer narrative:
Unit passed selftest and displacement test. Hardware low level failure alarm (variable 3) confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly. Fill cannula feature works and was recorded in pump's history file. No fill cannula history anomaly noted. (B)(4).

Event description:
Customer reported via phone call that insulin pump had a pump error alarm and fill cannula was not recorded in the daily history. Customer¿s blood glucose was unknown. Customer was able to clear the alarm and insulin pump was able to rewind. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump was returned for analysis.